Event description:
Information was received indicating that a pump with a cadd medication cassette attached was exhibiting no disposable tubing error. It was reported approximately eight hours of remodulin was left in the affected cassette. Per reporter the error was able to be cleared by working with the tubing attached to the cassette and infusion was able to be continued. The end user also reported the error has occurred in the past where the error could not be cleared, and another cassette had to be mixed. No additional information is available at this time. No adverse patient effects were reported.